Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient disconnected without using aseptic techniques. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient did not use proper aseptic technique when disconnecting and capping off with a minicap, during peritoneal dialysis therapy. The patient reported that they disconnected to go to the bathroom and put the minicap on without washing their hands or putting on a face mask. The technical services representative instructed the patient not to reconnect to the setup. There was no patient injury or medical intervention associated with this event. No additional information is available.